Event description:
Related to MFR report # 2183959-2012-01680. On or about (B)(6) 2008, a perigee graft and another ams product were implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, add'l surgery and/or other injuries." On or about (B)(6) 2012, the plaintiff "required add'l surgery." It was additionally alleged the plaintiff has "experienced significant mental and physical pain and suffering, has required add'l surgery and medical treatment and she has sustained permanent injury" and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.